Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant the right atrial lead exhibited loss of capture and loss of sensing. The lead was explanted and replaced. No patient symptoms were reported. No additional information could be obtained.